Manufacturer narrative:
One cadd legacy 1 pump was received with evidence of ingression around the chassis and sensors. The event log was reviewed and there was no evidence of the reported "failed accuracy" issue. An accuracy test was performed and the reported issue was confirmed. Test results of +4.95%, +4.55%, and +3.68 were all within the published customer specification of +/- 6.0%, but outside the internal specification of +/-3.0%. Although the reported issue is under-infusing, the pump was tested as being over-infusing. There was also a large amount of residue from something that leaked onto the chassis. The expulsor was out of tolerance. The expulsor will be replaced and calibrated to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -7.6% during testing. There was no patient involvement.